Manufacturer narrative:
This report is for an unknown cable wire/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Visual inspection by rti revealed that unknown cable (part # unk cable, lot #: unk) was found to be jammed in the tensioner. The cable was removed and the components inspected. All components inspected passed the inspection. The overall complaint was confirmed for the received cable. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A mre could not be performed since the he cable part/lot were unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the cable tensioner was broken. The issue was discovered upon routine inspection. There was no patient involvement. This report is for one (1) unk - cable/wire. This is report 2 of 2 for (B)(4).